Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence, urinary frequency and cystocele on (B)(6) 2009 and mesh was implanted concurrently with sacral colpopexy, lysis of adhesions, peritoneal biopsy and cystoscopy. It was reported that she experienced pain, neuromuscular problems, infections, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03869. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent transanal excision of anterior wall rectal mesh on (B)(6) 2015. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced fecal incontinence. It was reported that the patient underwent mesh revision due to mesh erosion and rectal incontinence on (B)(6) 2015 and (B)(6) 2015 by dr. (B)(6).

Event description:
It was reported that following insertion the patient experienced fecal incontinence. It was reported that the patient underwent mesh revision due to mesh erosion and rectal incontinence on (B)(6) 2015 and (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
Date sent to the FDA: 07/31/2013. (B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. The patient underwent the concurrent procedures of a laparoscopic sacral colpopexy, lysis of adhesions, a peritoneal biopsy, and cystoscopy during mesh implantation. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03869. The same patient is represented in each medwatch.